Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient undergone a total gastrectomy procedure, the products used did not appear damaged to the visual aspect, the surgical procedure was completed. The patient was transferred to another facility, where the patient was hospitalized due to the worsening of her clinical conditions. 20 days after the surgery the patient died.